Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 2 days after the sensor was inserted into the arm. On (B)(6) 2024, around 3:30 pm, the patient was vomiting and had a seizure. The patient¿s cgm was reading 98 mg/dl, and the bg meter was reading 40 mg/dl. The patient was also wearing a tandem insulin pump. There was no documentation of whether the patient was provided any treatment for the bg meter reading of 40 mg/dl. The patient¿s parent drove her to the emergency room (ER). At the ER, it was reported no bg meter reading was taken, but the patient¿s insulin pump was removed. However, the patient¿s blood pressure was 94/50 and she was monitored for hypotension. There was no documentation of any medication or treatment being provided to the patient while at the emergency room. She was discharged around 6:00 pm the same day after her blood pressure level stabilized. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.